Manufacturer narrative:
The set up joint (suj) was returned to isi for evaluation. Failure analysis investigation was unable to replicate the reported error message experienced by the customer, however, the error was confirmed via error logs. The type of error experienced by the customer is usually related to a communication problem on the cable harness of the suj. The unit was visually inspected and no damage was found on the suj harness, the suj was calibrated, ran sine cycle and tested in normal mode with no errors triggered. The cable harness was replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, the customer encountered a non-recoverable fault while attempting to dock the patient side manipulator 1 (psm) to the patient. The customer had attempted several times to cycle the system with no success and contacted the intuitive surgical, inc. (Isi) technical support for assistance. The isi technical support representative attempted to troubleshoot but was also unsuccessful. The customer made the decision to covert and complete the surgical procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the set up joint (suj) to resolve the issue. The suj refers to the joints that allow the user to connect the arms to the cannulae during set up.